Event description:
The customer reported that she passed out on the couch after dinner and the paramedics were called due to her low blood glucose of 21mg/dl. The customer's blood glucose was treated with glucagon. The customer believes that she over bolused for her dinner, which caused to drop her glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.